Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the skull clamp has a loose swivel lock assembly and rattles when turning, and opening the mechanism shows the index knob is broken. Also, some worn off internal parts require replacement along the index knob to adjust the swivel lock. To resolve all issues, the internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and rough handling. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A distributor reported that the locking mechanism on the mayfield composite series skull clamp (a3059) failed. While preparing the patient for spinal surgery, after locking the device, it slides off the patient's head. The device was replaced by another device. Patient was not injured. The surgeon says that the device is not fully locked and there is a malfunction in the device. Complementary information received as follows: 1. Name of the hospital: (B)(6). 2. Was the device in contact with patient when issue was detected? Yes. 3. Was the device new (never used) or yet used? No. 4. When the issue was discovered (before, during, after surgery)? During.. After attaching the head of the patient. 5. If before or during surgery, how did they finish surgery (another device available, use this one at the end,¿) they replaced the unit with another one. 6. If before or during surgery, was the surgery time increase? If yes, how many time? (More or less 30 minutes) yes, but less then 30 minutes. They changed the headrest. 7. Did the issue has consequence for the patient? If yes which one? No.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.